Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2018') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coil measuring 2.6 cm in length embedded into the fallopian tube') and device dislocation ('no essure implant was found on the left') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy,wedge resection of uterine cornua.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation, embedded device and pelvic pain with essure. The reporter commented: f/u (B)(6) 2020: per medical record: essure insertion details: right coil was inserted without difficulty ¿ one coil was protruding. Left ostia - ad a spasm, left coil was inserted - three coils were protruding. Essure insertion date: (B)(6) 2014 and essure removal date: (B)(6) 2017. Surgical pathology repot: proliferative endometrium with mild polyploidy changes. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: device embedded, device dislocation and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: the information was transferred from initial duplicate case: (B)(4). (Never locked) as f/u to the present case: source document and reference number. Medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ embedded device, device dislocation and pelvic pain¿. This case is medically confirmed. Patient date of birth and reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.